Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post vs (ventricular sensed). It was noted by the clinician that there is a history of twos and now wanted to know the best way to program around the twos post vs. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.